Event description:
Caller reported an error with the continuous glucose monitor, identified as cgm error 42, associated with a g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which they assisted the caller in executing. Following the reset, the cgm error code did not reappear, and the caller successfully initiated their sensor session.